Event description:
It was reported that the customer was experiencing high blood glucose. Customer reported air bubbles in the reservoir and tubing. Customer's blood glucose was 337 mg/dl. Customer stated that she will call back due to she was getting phone call from her healthcare provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.